Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary : 1. Exec summary - no physical device samples were returned. - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure from the feedback provided by the customer indicating that it is not possible to connect the maxzero product with an unknown syringe product. Unfortunately, no further information was provided by the customer to assist the investigation and so the root cause is undetermined. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. - a review of the complaint lot history check was performed and this is the 1st related complaint for (connection issues) on this lot # 21086036. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for this batch # 21086036 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 4 bd maxzero¿ multi-fuse extension set had connection issues. The following information was provided by the initial reporter translated from french to english : the distributer reported four units jumped under the pressure of the injection as the safety device had been removed. The maximum pressure is 4cc/sec but this morning the pressure was 2cc/sec for 3 patients concerned and 4 for the last one. The 4 defective fittings were discarded.